Event description:
The customer reported that the system would shut down on it's own. There was no pt injury or death reported.

Manufacturer narrative:
A ge representative performed an on site investigation. The hard drive was replaced during the service call. The system was tested and found to be working as intended and put back into service.